Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the device had an f-48 alarm. The cause of the condition was determined to be a damaged central processing unit (cpu). To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flogard infusion pump was found to have an f-48 alarm. There was no report of patient involvement. No additional information is available.